Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: pratt,r.,webb,j.,burwell,r.,and cole, a., (2001) changes in surface and radiographic deformity after universal spine system for right thoracic adolescent idiopathic scoliosis. Spine volume 26, number 16, pp 1778¿1787. This report is for unknown uss /unknown quantity/unknown lot. Additional product codes: nkb, mni, mnh and kwq. (B)(4): the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: roland k. Pratt, ma, frcs, john k. Webb, frcs, r. Geoffrey burwell, md, frcs, and ashley a. Cole, mb, bs, frcs (2001) changes in surface and radiographic deformity after universal spine system for right thoracic adolescent idiopathic scoliosis. Spine volume 26, number 16, pp 1778-1787. The purpose of this study: analysis of preoperative, 8-week,1-year, and 2-year data from patients with right thoracic adolescent idiopathic scoliosis treated by posterior universal spine system. Report 2-year results and the association between back surface and radiographic assessments. There were 34 patients in the study with a mean age at operation of 15 years and a range of 12.4 to 19.9; 7 of the 34 were excluded for various reasons leaving 27 patients (23 female, 4 male). The study was from 1991-1995. The procedure performed on all patients was posterior uss implant for right thoracic adolescent idiopathic scoliosis (ais). Complications for the uss: metalwork removed during the 2-year follow-up period, severe postoperative pain, upper thoracic pain and instrument prominence, instrumentation became infected, pedicle screw slipped off the end of the rod, pedicle screws pulled out, severe back pain, backache and revision surgery. The author did not specify the complications experienced by male or female patients, therefore complications will be reported once. This report is 2 of 2 for (B)(4). This report is for a unknown uss and refers to pain and infection. A copy of the literature article is being submitted with this med watch.